Event description:
During transfer from chair, pt fell out of sling while using smt pc450, (B) (4), mechanical lift, but was not seriously injured. Lift, and sling utilized appropriately, proper transfer procedures utilized by staff, MFR's inspection revealed no concerns with equipment. Incident reconstruction could reveal no cause. Report to FDA filed to ensure regulatory compliance.